Event description:
This 50-year-old female underwent bilateral augmentation mammoplasties with silicone gel breast implants at another facility 16-17 years ago. The MFR of these implants is unknown to this reporting facility. The pt complains of systemic symptoms which she attributes to the silicone. Gross: left implant burst upon removal from the capsule during the surgical procedure; right implant has a single 0.7 cc defect which exudes gel-like material.